Event description:
A memory lens implanted in a patient's left eye in 1999 was diagnosed as opacified in 2003, with visual acuity reported as 20/80. Paitent has been referred for yag treatment in an attempt to clear the lens of the biofilm. No further information is available at this time.